Event description:
The customer reported that the system was locking-up and the system required a reboot to regain functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib battery was replaced and the fluoro functions board voltage was adjusted. The system was then found to be operating as intended.